Event description:
It was reported that during a routine interrogation, the clinic was unable to obtain sensing and thresholds on the atrial lead. A chest x-ray showed that the lead was dislodged, with increased threshold also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 lead implanted: (B)(6) 2014; 5076-58 lead implanted: (B)(6) 2014. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.